Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the patient felt the simulation when laying on the right side in bed with a full stomach. Reprogramming was done to prevent future stimulation. The lead is still in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.